Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13995n scorpion needle tip broke inside the patient. This occurred two more times consecutively during a rcr on (B)(4) 2022. Surgeon was not able to retrieve the broken piece. Case was completed successfully using another instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.